Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: a review of the pump¿s black box revealed voltage drops resulting in battery alarms. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten because the threads were damaged. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed a battery compartment leak at the battery compartment crack. The pump case was removed and there was no additional moisture found inside the pump. The current draws were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).